Event description:
It was reported that before an unknown procedure, the sealed package was damaged. Although the device was stored inside the outer box, it was found that tyvek was damaged when the outer box was opened. There was no damages on the outer box. Another device was used. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint indicated that the sealed package was damaged. The sample was visually examined and it was confirmed that the tyvek lid was ripped. The device knob was found to be out of proper position and was resting against the tyvek lid at the site of the rip. It appears that the device was loaded incorrectly into the package before sealing. The package was opened to view the damage. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.